Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a failure of the drawer 6. A field service engineer replaced with new insep magnet to rectify the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
The customer reported that the pyxis medstation es system had malfunction with the drawer 6. The customer reported that they had cleared storage space and performed a reboot, yet the problem continues to occur. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.